Event description:
It was reported that patient's spouse reports since the last two pump rate increase, patient's tubing disconnected three times from connection to the pump with no pump alarms. Asked if this happened with both pumps and spouse said yes. He said the connection is not difficult to make. No adverse patient effects were reported.

Manufacturer narrative:
Corrected data: h3: correction: report source: other / mw5106760. H5: correction: labeled for single use: yes.